Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported there was an out of regulation (oor) message on the clinician programmer and patient programmer. The caller stated the first time the patient tried to use the patient programmer to increase stimulation he was getting an oor message. The patient tried to increase stimulation on his right side since it was not controlling his tremor as well when using the mouse and writing. The caller reported that both implants gave oor when she interrogated them. It was reported the oor was cleared. The caller was concerned that both implants were at 2.88 v and she was expecting it to be higher because it had been only 1 month since replacement. The battery voltage was lower than expected at this point, based on usage. The following information was provided: 3.3 volts 90pw 140 hz case and 0- right implant, left body control 861-2353 ohms electrode impedance. 973 therapy impedance, previous interrogation 3.2 volts 90pw 180 hz left implant for right body, case and 0- 686-1416 ohms 1096 ohms therapy impedance, previous interrogation. It was recommended the caller retest the impedances in various head positions and to palpate along the system to see if it elicited a response from the patient. The caller was directed to follow up with the hcp for further monitoring and tests. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) stating the cause of the oor was not determined. After two interrogations of the bilateral devices, the oor message resolved. It was reported the cause of the battery voltage being lower than expected was also not determined and the issue was not resolved at the time of the report. The rep reported an initial drop can occur and usually stabilize. The physician reported the patient would be seen by the physician and evaluated. The patient would check the battery weekly and report to the office prior to the next appointment on (B)(6)2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported there was an out of regulation (oor) message on the clinician programmer and patient programmer on (B)(6) 2018. The caller stated the first time the patient tried to use the patient programmer to increase stimulation he was getting an oor message. The patient tried to increase stimulation on his right side since it was not controlling his tremor as well when using the mouse and writing. The caller reported that both implants gave oor when she interrogated them. It was reported the oor was cleared. The caller was concerned that both implants were at 2.88 v and she was expecting it to be higher because it had been only 1 month since replacement. The battery voltage was lower than expected at this point, based on usage. The following information was provided: 3.3 volts 90pw 140 hz case and 0- right implant, left body control 861-2353 ohms electrode impedance. The 973 therapy impedance, previous interrogation 3.2 volts 90pw 180 hz left implant for right body, case and 0- 686-1416 ohms 1096 ohms therapy impedance, previous interrogation. It was recommended the caller retest the impedances in various head positions and to palpate along the system to see if it elicited a response from the patient. The caller was directed to follow up with the hcp for further monitoring and tests. No further complications were reported or anticipated.